Event description:
Report #2 of 2. Report received of air bubble passage through an in-line filter. The customer reported that this occurred twice during set-up in the nicu, prior to pt use. During priming of the sets with a "thick" lipid emulsion, air bubbles were passing through the filters. The filters reportedly "looked" completely saturated, but still allowed air bubble passage. The set were discarded and new sets were primed without incident. There have been no reported adverse pt events, or delays in critical therapy. Though requested, no further info was received.